Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press with all the buttons on the insulin pump. The insulin pump was not damaged or exposed to moisture. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump at the time of the call.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector was noted. No button keypad/anomalies occurred during testing. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.